Event description:
Allegation that the foot casters were sliding when locked. No injury reported.

Manufacturer narrative:
Technician found casters were locking but stems would swive. Replaced casters to resolve this issue.